Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). Investigation is completed. This is an initial final report submission. Review of the most recent repair record for sn (B)(4) determined the bottom roller was worn, the comb was damaged, and the spring pin was deformed. The roller, spring pin, and comb were replaced. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device is faulty. No harm or delay was indicated. At product evaluation investigation the mesher comb was found to be damaged. No adverse events were reported as a result of this malfunction. No additional event information available.